Event description:
It was reported that surgeon was doing a revision for a dislocating/disassociating right hip. Surgeon removed liner which was disassociating from cup.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker liner. An evaluation of the device cannot be performed as the device was discarded and was not return to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.